Event description:
The customer reported to olympus, during routine testing, the endoscope tested positive for microbial contamination. The instrument channel tested positive for two colony forming units of sphingomonas paucimobilis. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. The customer provided their cleaning, disinfection, and sterilization process. During pre-cleaning, the steps are aspiration of water through the instrument/suction channel and flushing the air/water channel and auxiliary water channel. The pre-cleaning detergent is bodedex forte. During manual cleaning, the instrument/suction channel, suction cylinder, instrument channel port, and distal end (areas around elevator) are brushed with a disposable double cleaning brush and bodedex forte detergent. Manual disinfection is not performed. An olympus mini etd 2 automatic endoscope reprocessor (aer) along with olympus cleaner and disinfectant are used. The storage practice is to hang the endoscopes vertically in a simple cabinet. Olympus is the maintenance company. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on review of the customer provided cleaning disinfection and sanitization (cds) practices, results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The legal manufacture reviewed the customer provided cds practices of the subject device no deviation were found. The user sent the subject device to a third party for culture testing where: sampling from: biopsy channel, cfu: 2cfu, bacterial identification: sphingomonas paucimobilis. Olympus sent the subject device to a third party for culture testing where: sampling from: biopsy channel, cfu: 0cfu, bacterial identification: n/a. Sampling from: aw channel, cfu: 0cfu, bacterial identification: n/a. Sampling from: suction channel, cfu: 0cfu, bacterial identification: n/a. Sampling from: distal end, cfu: no detection, bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: light guide cover lens was cracked/(chipped), plastic distal end cover is cracked, angulation has play, angulation out of specification, insulation out of specification, however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the same germ was not detected. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.